Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/06/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged blank display issue was verified in the black box but not duplicated in the evaluation. Review of black box data found processor communication error related call service alarms that can result in a blank display screen. The pump powered up and functioned properly. The display was clear and legible. The auditory and vibratory features were operational. No tactile issues were found with the buttons. The pump casing was opened and no evidence of moisture intrusion was found inside the pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.